Manufacturer narrative:
This report was originally submitted on 06/24/2019 but due to a technical error, it did not upload.

Event description:
Fhc received information regarding an event relating to the fhc microtable, model # 66-mt-d1, sn# (B)(4). The patient suffered a hemorrhage and stroke. Physician noted that this was not the result of an issue with the microtable. The microtable was created and sterilized according to the plan from the CT scans. The case went well and uneventful with no injury or concern of injury to the patient. There were 4 biopsies prepared as specimen for pathology. There were at least 6 passes with the brain lab biopsy needle performed. There was no significant blood loss during the procedure. The patient was awakened from anesthesia and extubated. The patient was then moved to recovery. Recovery room nurse later called the physician indicating that the patient was not waking up. The patient was extubated, breathing on her own and stable. As of the date of this report, the patient was in stable condition the morning of (B)(6) 2019.